Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump was chipped. The customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.